Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
Patient physical impairments improved and he was discharged home four days after admission. Conclusion: hvad® pump remains implanted. Stroke has been identified as a serious adverse event which may be associated with use of the heartware® system. Numerous publications identify infection as a risk factor associated with development of neurological complications after lvad implantation. While the recent driveline infection, surgery and any associated alteration in anticoagulation may have contributed to the event, the exact root cause could not be determined. There is no evidence to suggest a device defect. No additional information will be forthcoming. Device remains implanted.

Event description:
Approximately two and a half years after implantation, the patient presented to (B)(6) hospital with symptoms of left facial droop and distal weakness in the left upper extremity (lue) in addition to ataxia of the left lower extremity (lle). A non-contrast computerized tomography (CT) scan was performed which ruled out intracranial hemorrhage. The patient was subsequently transferred to duke university hospital. Upon arrival to duke, it was determined that the patient was outside the "window" for the administration of tpa. A right sided mid cerebral artery/posterior cerebral artery watershed subacute stroke of unclear etiology was diagnosed by repeat brain CT at (B)(6). Cta was reported to be negative for an embolic source. His international normalized ratio (inr) was reported to be supratherapeutic and his coumadin was said to have been held until the day of discharge, actual inr results were not provided. It was also reported that the patient's blood pressure medications had been held until discharge to achieve a mean arterial pressure of 90-120mmhg. The patient continued to have left-sided facial droop and lue distal weakness, but this improved throughout his admission, he received speech and physical therapy during his hospitalization.